Event description:
Ethicon endo gia 60mm stapler used for laparoscopic vertical sleeve gastrectomy procedure misfired causing a hole in the patient's stomach (new box of loads have just been opened). Surgeon repaired hole and new stapler and stapler loads retrieved for remainder of case. Surgeon and vendor believe it was a stapler load malfunction due to the stapler gun had already been used without issues during case.